Event description:
The report received from the affiliate states that the patient suffered a restenosis of the study stent (smart 120/150, vascular - 7x120) approximately ten months post index procedure. The (B)(6) female patient participated in the (B)(4) study. During the index procedure, a dissection occurred. Pta was performed with sterling mr (boston). However, it became a bailout due to a major dissection, and the study stent was placed. The study stent (B)(4) was placed to a 10.0 cm, 86% stenotic lesion in the left superficial femoral artery (sfa). At the end of the procedure, no residual stenosis was noted. Approximately one month post index procedure the patient was seen in the 30-day follow-up visit. The abi was 1.01 on the right and 0.97 on the left. Approximately six month post index procedure the patient was seen in the 180-day follow-up visit. The abi was 0.55 on the right and 0.97 on the left. Approximately nine month post index procedure, she was seen in an unplanned office visit. The abi was 0.65 on the right and 0.68 on the left. The stenosis of the right superficial femoral artery was suspected, and ppi (percutaneous peripheral intervention) was scheduled. Approximately ten months post index procedure, she was admitted for the treatment of the right superficial femoral artery. The angiography of lower extremity was performed. It revealed the occlusion from femoral bifurcation, and this lesion was treated with stent deployment (diameter 8 mm x length 100 mm). At the end of treatment, no residual stenosis was noted. The angiography also revealed 90% stenosis in the study stent which was placed in the left superficial femoral artery.

Manufacturer narrative:
Eight days later, she was admitted for the treatment of the left superficial femoral artery. Poba was performed for 90% stenosis in the study stent, and restenosis rate was improved to 25%. It is unknown if there was disease in the vessel that was left untreated during the index procedure. The patient is in good condition. It is unknown what brand stents were previously placed in the right sfa. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate states that the patient suffered a restenosis of the study stent ((B)(4)) approximately ten months post index procedure. The (B)(6) female patient participated in the (B)(4) study. During the index procedure, a dissection occurred during pta with a non-cordis sterling mr (boston). However, it became a bailout due to a major dissection and the study stent was placed in a 10.0 cm, 86% stenotic lesion in the left superficial femoral artery (sfa). At the end of the procedure, no residual stenosis was noted. Approximately 10 months after the index procedure angiography revealed a 90% stenosis in the study stent. She was admitted for the treatment of the left superficial femoral artery. Poba was performed and the restenosis rate was improved to 25%. The patient is in good condition. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.